Event description:
It was reported, the patient experienced a change in stimulation after suffering numerous falls and compression fracture. X-rays indicate the lead has migrated to the right laterally. The level of the lead appears unchanged. Reprograming was unable to capture stimulation in the patient's feet. The patient is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.